Manufacturer narrative:
E1 initial reporter facility name: second affiliated hospital of pla air force military medical university.

Event description:
It was reported that shaft break occurred. A 180cm renegade hi-flo fathom system was selected for use. Upon unpacking, the catheter was found to be fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the renegade hi-flo microcatheter was returned to boston scientific for analysis. The device was visually and microscopically analyzed for damage. The device showed stretching, and a fracture located 34.5cm from the hub. No other damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 180cm renegade hi-flo fathom system was selected for use. Upon unpacking, the catheter was found to be fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.